Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occured. The physician attempted to place a taxus express2 3.5x28mm drug eluting stent to an unk vessel and "the stent fell off mounting balloon." The procedure was completed by pre-dilating with an 18mm maverick balloon and placing a 3x28mm stent. No pt injuries or complications were reported. Patient status is unk.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.